Event description:
On the morning of (B)(6) 2026, at approximately 5:30 am, I experienced a sudden onset of continuous, high-intensity stimulation from my implanted vagus nerve stimulation device (livanova sentiva, model m1000). The stimulation did not cycle as expected and instead felt like a constant electrical current along my neck and throat. This episode was significantly different from my normal device function. I typically do not feel stimulation unless I use the magnet, and even then it is mild. During this event, the stimulation was persistent and severe. As a result, I experienced difficulty breathing, inability to swallow, and severe pain. My family contacted emergency medical services, and I was transported to the hospital. The continuous stimulation persisted for an extended period (estimated at a couple of hours) until the device was turned off in the emergency setting. Following the event, I have continued to experience pain along the lead pathway, including tenderness in the neck with radiation to the ear and jaw, and discomfort with swallowing. At the time of the event, my device battery was near end of service. Approximately two weeks prior, the battery level was documented at 8%. This event was distressing, functionally impairing, and required emergency medical intervention.